Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the probe was not registering. The nurse had to change out the patient probe, but the device was working fine now. The representative confirmed that they changed the probe and not the temperature in cable.

Event description:
It was reported that the probe was not registering. The nurse had to change out the patient probe, but the device was working fine now. The representative confirmed that they changed the probe and not the temperature in cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.